Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed no delivery. The customer's blood glucose was 369 mg/dl. The customer stated that the alarm occurred during a manual prime. Troubleshooting was done. Advised customer to assemble a new infusion set with the current reservoir. The customer stated the insulin did not exit the tubing. Advised customer to try a new reservoir, and the customer verified that insulin exited the tubing. All in all, the customer had used three reservoirs and three infusion sets but was still unable to push out insulin using the plunger. The customer stated she would call back if further assistance was needed. The customer stated she would contact her healthcare provider the next day for assistance with the insulin pump. Nothing further reported.